Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low impedance (<200 ohms) when connected to the right atrial (ra) lead. The impedance measurements have been trending down since the implantation of this device. The patient is not dependent and was to be brought in for further testing. Additional information was sought regarding the testing results. The local field representative did not have any information to provide. There have been no adverse patient effects. The device remains in service.